Event description:
This ra lead was explanted and replaced due to dislodgement, loss of capture and loss of sensing. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed between 37 cm and 40 cm distal to the is-1 connector pin severe abrasion marks. However, the insulation was still intact in this area. Further visual inspection demonstrated that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. The inner and outer conductor coils were severely stretched in this region, which likely occurred due to tensile forces during the removal of the lead. In addition, cuts in the insulation and deformations of the inner and outer conductor coils were found. It is reasonable to assume that these damages resulted from the extraction procedure. Blood penetrated the lead in the cut areas. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.